Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) found an allen screw on the pulley loose. The fsr tightened the screw and tested the unit. With the screw tightened, the unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.

Event description:
After use of the device for cardiopulmonary bypass procedure, the user reported that the roller pump making a ticking noise. The unit was a back-up and the customer swapped out the pump heads from another spare unit. There were no reported adverse consequences to the pt.